Event description:
In 2000 following a heart catheterization, a femoral arteriogram was performed and an angio-seal was deployed. In 2000, the pt returned for another heart catheterization. During access of the right femoral artery (rfa), the physician was unable to advance the wire. Access was obtained through the left femoral artery, through which an arteriogram was performed showing a 100-percent occlusion of the rfa, with collateral blood flow supplying the distal leg. The pt had not experienced any problems concerning the leg prior to this repeat angiogram. A wall stent was placed resupplying distal flow to the leg through the rfa. The femoral angiogram that was done in 2000 revealed that the puncture site was located in the bifurcation of the profundus and the superficial femoral artery. The pt was recovering.